Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed self-test. The customer¿s blood glucose level was 175 mg/dl. The customer stated that he received self-test failed alarm. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan treat as per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed during self test due to faulty connector on radio frequency board. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.